Event description:
(B)(4): the patient reported that over the last couple of weeks before date notified they have been getting a jolt when walking through security gates at the mall. Indication for implant is gastrointestinal/pelvic floor.

Event description:
Additional information received from the patient reported that the doctor changed the settings and it appeared to be working okay for now.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.